Event description:
The report received from the affiliate states that when the physician tried to recapture the 6mm angioguard filter basket after carotid stenting, he was unsuccessful.

Manufacturer narrative:
The report received states that when the physician tries to recapture the 6mm angioguard filter basket after carotid stenting, he was unsuccessful. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile angioguard rx was received accompanied of a deployment sheath, both inside of a plastic bag. The involved capture sheath was not returned for analysis. The filter basket was deployed without any visual damage. The coil tip presented no visual damage. The filter basket was inspected under microscope and no anomalies were found. The deployment sheath was observed under a microscope and kinked was found at 0.5 cm from the distal end. A capture sheath lab sample was used to perform the functional analysis. The filter basket could be captured without any problem. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'capture difficulty-unable to' was not confirmed during analysis. The capture of the filter basket could be performed without any difficulty. It is possible that procedural/handling factors may have contributed to the event reported during procedure. The deployment sheath damage found during microscopic analysis could not be conclusively determined, however it does not appears to be manufacturing related of the product. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. The complaint was not confirmed as a lab sample capture sheath was used to correctly capture the filter basket. As the capture sheath involved with the event was not returned for analysis no conclusion can be drawn between the device and the event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.